Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the surgeon was "dazzled" when one laser shot was released during a procedure. According to the head nurse, the doctor filter was out of place or not connected with the system. The doctor indicated that the laser protection filter had not been put in place at the time of the procedure. There was no harm to the doctor or patient.